Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the deflectable videoscope had a completely black image. The procedure was completed using the same set of equipment. There was no delay or report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device was inspected by a third party and the user request was not confirmed. Additional evaluation findings are as followed: bending section cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received from the initial reporter confirmed that the damage was found during inspection of the equipment. The device has no image output and only a black screen is displayed. The same subject device was used to complete the procedure. The device is ltf-s190-10 (endoeye flex deflectable videoscope) serial no.: (B)(6) . A healthcare professional was operating the device. The name of the procedure was tcr (unable to identify full name of procedure) and the procedure was therapeutic. The replacement device was a42011a (a-resection sheath, 8mm, for 8.5 mm/26 fr. Outer sheath, abs).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, third party test results confirm that the indicated phenomenon "black image" occurred however a probable cause could not be confirmed. The event can be detected/prevented by following the instructions for use which state: "ltf-s190-5/10 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.